Manufacturer narrative:
On (B)(4) 2014, customer technical support (cts) assisted the customer via telephone. The customer identified a blockage at the bottom of the red blood cell (rbc) bath. Cts worked with the customer to remove the tubing that connects to the rbc bath and using a syringe to push air through the tubing, and remove the blockage. The customer reattached the tubing to the fitting, resolving the issue. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff analyzer. The customer was performing the startup process on the analyzer when the baths overflowed, and the startup process failed. The leak was described as 2-3 tablespoons of clear fluid originating from the baths and leaked onto the counter. The operator was wearing personal protective equipment of lab coat, goggles, and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.